Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a crack on battery compartment and the pump got exposed to the moisture. The customer was also reported battery cap contacts were damaged and blank display. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed for all customer allegations. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. After battery installation, unit powered on properly. No blank display noted. However, after battery installation, unexpected critical pump error open book image was noted. Unable to download unit using thump software due to critical pump error. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). Proceeded by cutting unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of water corroded electronic assemblies and force sensor gold traces causing an unexpected electrical short. Isolate to electronic assembly. Unit also received with battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, cracked keypad overlay, and scratched case. Missing metal battery cap contact was also noted. In conclusion customer concern for blank display was not confirmed, however open book image was noted after battery installation. After deconstructive analysis, it was determined the cause of critical pump error (open book image) was due to corroded electronic assemblies. Customer concern for cracked battery compartment was confirmed per visual inspection when the following damages were noted: battery tube threads -cracked, cracked case (battery tube) and cracked case. Missing battery cap metal contact was also confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.